Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 36 mg/dl. Reportedly, the is ¿a brittle diabetic¿. The customer required assistance addressing bg level with food and juice. A temporary rate was also set to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.